Event description:
It was reported that balloon rupture occurred. The 77% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. During inflation for the third time at 6 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patients body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
D4 lot number corrected from 0024596676 to 0024502538. Expiration date corrected from 10/14/2022 to 09/26/2022. H4 device manufacture date corrected from 10/15/2019 to 09/27/2019. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and contrast and blood in the balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 77% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary arter. A 2.00mm x 20mm maverick balloon catheter was advanced for dialation. During inflation for the third time at 6 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patients body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good.